Event description:
It was reported the patient underwent an unrelated surgical surgery and could not connect to the ipg. The patient¿s ipg was not put into surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: based on information obtained, decision is not reportable at this time. Field representative met with patient and was able to connect to and program patient's device without issue. It was discovered that the pc used by the patient was damaged and incapable of connecting to patient's ipg. A replacement pc will be provided.